Event description:
Caller reported cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information by cts and will reset the pump when ready, with a follow-up planned if the issue persists.